Event description:
It was reported that outside of surgery the device was not reading correct litters in both cylinders. There was no patient involvement as a result no harm or delay. No adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of the investigation a supplemental/final report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.